Event description:
It was reported that the patient experienced a recurrence of nausea, vomiting, and abdominal discomfort over the "previous couple of months." A CT scan of the abdomen revealed that an electrode appeared to be in the patient's stomach. This was confirmed by an upper endoscopy. The patient underwent surgery to remove the gastric stimulation system. No evidence of infection was seen during the surgery. A pathology report showed "a budding yeast." The patient was treated with augmentin and fluconazole. It was reported that the patient was "doing well" and recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.